Event description:
It was reported that the loose particulates was coming off from the packaging of robinson intermittent catheters. Per additional information received via email on 10jan2022, it was reported that the loose particulates were found by the medline production team.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the loose particulates was coming off from the packaging of robinson intermittent catheters. Per additional information received via email on 10jan2022, it was reported that the loose particulates were found by the medline production team.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. 3 out of the 11 samples and 3 out of the 48 samples were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted 11 unopened (with original packaging), urethral catheters and 48 additional urethral catheters samples. Visual inspection of the sample noted flaking of the strip outside packaging when touching the packaging, flaking on the gloves and table. Additionally tested 3 out of the 11 samples and 3 out of the 48 samples and flaking immediately occurred when touching packing. Also noted no flaking was observed on the inside of the sealed packaging on the catheter. This is out of specification per inspection procedure, which states "loose foreign matter, engraved and spots >1/32¿ is not allowed". A potential root cause for this failure mode could be ¿inadequate assembly process. Stress on materials during shipment and handling¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the loose particulates was coming off from the packaging of robinson intermittent catheters. Per additional information received via email on 10jan2022, it was reported that the loose particulates were found by the medline production team.